Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device was not functioning due to a power outlet issue at the site. A field service engineer tested the device on an alternate power source, confirmed successful operation, and advised the customer to contact site engineering for outlet repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was unable to powered on and stuck on black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.